Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed as it was possible to download the transmitter log during the test. The global transmitter final functional test was performed and no failure was detected. Share data log review was repeated at the time of device evaluation and confirmed the reported event of loss of connection. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion.